Event description:
It was reported that during an in clinic visit, the right ventricular lead exhibited noise. The lead was explanted and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
(B)(4)